Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones as it had exhibited code 1005, indicative of an open circuit being detected during shock delivery. The patient had received an inappropriate shock, and the shock impedance measurements were observed to be greater than 125 ohms. No changes have been made at this time and the ICD remains in service. No adverse patient effects were reported. This event will be updated should additional testing of the system be performed and/or any intervention is performed.